Event description:
A malfunction occurred on a pump after the customer played pickleball with the pump in their pocket and turned off exercise mode. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump, which the customer successfully completed, preventing the malfunction from recurring. The customer was instructed to continue using the pump and to contact support again if any issues arose.